Manufacturer narrative:
Additional info: a4, b2, b5, b7, g1, g3, h6 (added patient codes, ime e2402: "diverticulitis, stroke, loss of fine motor skills"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced loss of fine motor skills, stroke, impairment, fistula, necrosis, memory loss, pain, scarification, mesh encapsulation, lack of adequate ingrowth, infection, abscess, adhesions, small bowel obstruction, perforated sigmoid diverticulitis with diffuse feculent peritonitis, foul smelling turbuid fluid, edematous bowel, inflammation, and an open wound. Post-operative patient treatment included medication, enterolysis, left subclavian central venous line insertion, peritoneal lavage, complex abdominal wall closure with reconstruction, revision surgery, wound vac, excision of mesh, small bowel resection, sigmoid colectomy with end colostomy, and hartmann procedure, appendectomy, drainage of abscess, drain placement, adhesiolysis, debridement of subcutaneous tissue, fascia, as well as muscle, vac closure of the abdominal wall utilizing negative pressure wound therapy, removal of negative pressure wound therapy system, implantation of new mesh, and blake drain placement.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced pain, scarification, mesh encapsulation, lack of adequate ingrowth, infection, abscess, adhesions, small bowel obstruction, perforated sigmoid diverticulitis with diffuse feculent peritonitis, foul smelling turbuid fluid, edematous bowel, inflammation, and an open wound. Post-operative patient treatment included revision surgery, wound vac, excision of mesh, small bowel resection, sigmoid colectomy with end colostomy, and hartmann procedure, appendectomy, drainage of abscess, drain placement, adhesiolysis, debridement of subcutaneous tissue, fascia, as well as muscle, vac closure of the abdominalwall utilizing negative pressure wound therapy, removal of negative pressure wound therapy system, implantation of new mesh, and blake drain placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced infection, abscess, adhesions, and an open wound. Post-operative patient treatment included revision surgery, wound vac, excision of mesh, small bowel resection, sigmoid colectomy with end colostomy, and hartmann procedure, appendectomy, drainage of abscess, drain placement, adhesiolysis, debridement of subcutaneous tissue, fascia, as well as muscle, vac closure of the abdominal wall utilizing negative pressure wound therapy, removal of negative pressure wound therapy system, implantation of new mesh, and blake drain placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced infection, abscess, adhesions, small bowel obstruction, perforated sigmoid diverticulitis with diffuse feculent peritonitis, foul smelling turbuid fluid, edematous bowel, inflammation, and an open wound. Post-operative patient treatment included revision surgery, wound vac, excision of mesh, small bowel resection, sigmoid colectomy with end colostomy, and hartmann procedure, appendectomy, drainage of abscess, drain placement, adhesiolysis, debridement of subcutaneous tissue, fascia, as well as muscle, vac closure of the abdominal wall utilizing negative pressure wound therapy, removal of negativepressure wound therapy system, implantation of new mesh, and blake drain placement.

Manufacturer narrative:
Additional: b5, b7, g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: reltack4xdpt reliatack device 4 deeppurc (lot# n7b0459ux); reload reltack5rdpt reliatack 5deeppurc (lot# n6g0028ux); reltack8rdpt reliatack reload 8deeppurc (lot# n6g0459ux); unknown tacker (lot# 7017254nh). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome. Post-operative patient treatment included removal/revision surgery from complications of the mesh.